Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization, intensive insulin therapy, and fluid replacement and is consistent with the reported hospitalization and treatment. Review of available information identified that the user experienced persistent hyperglycemia despite replacing infusion supplies twice prior to seeking medical treatment. The user subsequently developed repeated vomiting requiring ems transport to the hospital and was found to have elevated ketones with blood glucose levels greater than 400 mg/dl. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history identified repeated instances in which the user acknowledged alerts without taking corrective action, including multiple occasions where insulin delivery stopped because the cartridge was empty and the user did not replace the insulin. Based on available information, the event is attributed to interruption of insulin therapy following failure to respond to device alerts and replace an empty insulin cartridge. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels greater than 401 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.